Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-00605. It was reported that high impedances were measures at the lead contacts and the ipg could not enter into MRI mode. As a result, the lead and ipg were explanted and replaced, which addressed the issue.